Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/28/2018. Philip's service engineer (se) inspected the device. The se replaced the power supply and the ventilator was returned to use.

Event description:
It was reported that the ventilator would run on battery power but there was no alternating current (ac) power going to the unit. There was no patient involvement. The event date was not specified; estimate used.